Manufacturer narrative:
Evaluation method the patient's lifevest was not returned for evaluation. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
During a retroactive review of distributor incident files, conducted as a CAPA in response to a recent FDA inspection, a reportable adverse event was discovered. The patient reported a skin irritation under the lifevest. It was reported that the area had seeping pimples. The patient did not seek medical attention. During a follow-up the patient indicated that the rash had not gotten worse but was still present. The final medial outcome of reported wound is unknown. No alleged device deficiency.